Event description:
A procedure to remove a prodisc c was reported. It is documented that there was a complaint of pain, discomfort and irritation and a different surgeon then originally implanted the prodisc c performed an anterior cervical discectomy with fusion (acdf) on (B)(6) 2014 to remove the pro-disc c located at level c5-c6. No device related issues were found. The procedure was successfully completed with no surgical delay reported. No further information was provided regarding patient, cause, or procedure at this time. This is report 1 of 1for (B)(4).

Manufacturer narrative:
Implant date: reported only as (B)(6) 2010. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.